Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a " ventilator inoperative " code was found in the ventilator's downloaded error log. The device's printed circuit assembly (pca) board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue was another system code for the humidifier plate reaching ninety-five degrees celsius, which would affect the tco. The same pca board mentioned above would need to be replaced to address this issue, too.